Event description:
The facility states there were two staff members lifting a female resident out of her wheelchair into a bed. When the consumer was a few inches out of the chair, the cylinder for the motor where the bolt is allegedly snapped off above the bolt, resulting in the consumer falling and hitting her head. No serious injury is alleged.

Event description:
The facility states there were two staff members lifting a female resident out of her wheelchair into a bed. When the consumer was a few inches out of the chair, the cylinder for the motor where the bolt is allegedly snapped off above the bolt, resulting in the consumer falling and hitting her head. No serious injury is alleged.

Manufacturer narrative:
No injury reported. Two care personnel were lifting a patient when a component allegedly broke and they had fallen. The patient was transferred to the ER with no reported serious injury. Lift is currently not in service. The lift is over 7 years old and no longer in warranty. The lift maintenance and service history is unknown. Product has not been returned for evaluation at this time. MDR filed as a conservative measure.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2010-00187. The device, lift, model #rpa600-1, serial #(B)(4) was returned for an evaluation. No serious injury alleged. The clevis was severely worn to the extent that the wall of the clevis broke around the bolt hole. This wear should have been evident during maintenance and inspection as the hole slowly elongated. An improper lock washer and nut were also substituted on the swivel bar bracket. Poor maintenance on the base was also noted during inspection. Engineering stated that the actuator should have been replaced when the clevis became worn. The operator's guide has instructions on the proper and safe use of the product. This incident is due to a lack of maintenance. No injury reported. Two care personnel were lifting a patient when a component allegedly broke and they had fallen. The patient was transferred to the ER with no reported serious injury. Lift is currently not in service. The lift is over 7 years old and no longer in warranty. The lift maintenance and service history is unknown. Product has not been returned for evaluation at this time. MDR filed as a conservative measure.